Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that could contribute to the retention of foreign material and it is not known if the facility device reprocessing was implemented in accordance to the IFU. The event may be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿(a)inspection of the water feeding function¿ ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿(b)inspection of the spray function¿ ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. There was no report of patient harm. The device was returned, evaluated, and a foreign-matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The reported issue (air/water flow issues) was confirmed. The water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign object found due to insufficient cleaning, additional evaluation findings are as follows: there was a chip, a crack, and a white-clouded area around the bending section cover adhesive; there was a scratch on the image guide protector, switch#1, the plastic distal end cover, and the connecting tube; the grip was shaved; the universal cord had a wrinkle; the adhesive around the objective lens was peeled; the adhesives around the light guide lens had a white-clouded area, and the connecting tube had discoloration. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.